Event description:
Priming of the cellex machine was being performed in the morning prior to connecting the patient whom is inpatient. When placing the kit on the machine, it was noted that the tubing that goes over the collect pump was too large and could have caused malfunctions. The kit was taken off the machine and therakos was notified. Bio med was contacted and will pick up device and send back to therakos. Awaiting response from manufacturer.